Event description:
It was reported to philips that the ECG cables were worn out. There was no patient involvement. The customer spoke with a philips remote service engineer (rse). The customer had evaluated the cables and determined they needed to be replaced due to wear. The customer did not request further evaluation from philips. The customer requested to place an order for replacement ECG cables based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG cables due to wear. The replacement ECG cables were ordered. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.